Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a symphion tissue removal system fluid management accessories kit was used during a uterine resection procedure performed on (B)(6) 2016. According to the complainant, during preparation, the connection of the pressure sensor to the controller and scope was confirmed to be secure; however, the controller displayed an error message and would not read the pressure sensor. The procedure was completed with another symphion fluid management accessories kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.